Manufacturer narrative:
The most probable cause of the image problem was due to an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The device was returned for evaluation by olympus. Olympus identified a flickering image with the bronchovideoscope. No patient involvement.